Event description:
Patient squatted heavy weight at the gym and reherniated 3 months after implantation. Post op MRI in october when patient had pain showed the barrier flipped backward. Removed implant on (B)(6) 2025.

Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.